Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the inner cannula was difficult to insert and removed. The product was due to be placed in a patient, but had to remove because the inner cannula could not be taken out.